Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. Treatment was not reported. The patient reported that he was not familiar with the dates of hospitalization as he was in and out of the hospital. On (B)(6) 2012, the patient was hospitalized for an unknown indication. The nurse stated that the patient was not in the hospital at that time for the peritonitis. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number gd892646 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.